Event description:
Account experiencing discrepant sodium results. The following example was provided: initial result gave 139 mmol/l; repeat gave 130.10 mmol/l. The field service rep was unable to determine exact root cause. Customer performed troubleshooting and maintenance activities which resolved the issue. Performance tests were performed.